Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "during placement of 22g 8cm powerglide midline the patient was anxious and very active requiring multiple assistants to hold for positioning. Vein was accessed and guidewire was then advanced with ease. While attempting to advance catheter forward into patients vessel resistance was met and device was removed. Upon inspection of device following removal there was a portion of the catheter not intact. X-ray was ordered to attempt to locate missing segment."